Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. A partial lead with the connector pin measuring 24.2cm was returned for analysis. Insulation damage was noted at 21.8cm from the connector pin consistent with clavicle crush. The sensing conductor insulation was abraded. This is consistent with the observation from the field of noise.

Event description:
It was reported that oversensing due to noise was noted, resulting in appropriate atp. Fracture due to rib clavicle crush was suspected. Lead was explanted and replaced. Patient was fine after the event.